Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that a system had improper readings from the probe. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
The system and probe were examined and the reported event was not replicated. The system and probe were tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on november 30, 2012. Based on qa assessment, the product met specifications at the time of release. The system and probe was found to function to specification. Therefore, it is not suspected to have contributed to the reported event. (B)(4).